Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed hardware low level alarm during the self test and hardware low level alarm and pump error alarms are found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 96 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.